Manufacturer narrative:
On site investigation was performed by distributor's field service engineer. Replacement of the pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs and the claimed part were not provided for further analysis.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).